Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) and the customer's report was attributed to the system board. The customer declined repair of the device. The device was returned unrepaired and labeled "not for clinical use". Analysis of reports of this type has not identified an increase in trend.